Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system failed its screening for primary and secondary sensing vector after it was implanted. Technical services (ts) was consulted and reviewed stored data. Ts discussed stored data, with oversensing noted due to the patient's rhythm morphology. The smart pass feature was not able to be enabled due to the patient's rhythm morphology in primary sensing vector but was available in alternate sensing vector. At a later date, a revision was performed and the electrode repositioned but the sensing vectors did not pass. The s-ICD system was then explanted and a new transvenous system was implanted instead. No additional adverse patient effects were reported.